Event description:
In 2005 at 1745, a pt with a diagnosis of dka was transferred from the emergency department with an insulin drip running at 7cc's/hr, the IV was on a single pump. On arrival to the medical unit patients IV's were placed on the plum xl3. 100 units of regular insulin had been mixed in a bag of 100cc's of normal saline in the emergency department. There was also a bag of normal saline running at 300cc's/hr. "B" was set of 300 and "c" was set at 7 for the insulin drip. At 1845 pump alarmed - c was reading "air in line." 100cc bag was empty and the rate had changed from 7 to 80. 74cc of the bag had infussed over one hour "b" was still set at 300 and was still running." The customer contact stated that at 1745, channel b of the pump was programmed to deliver normal saline at a rate of 300ml/hr with a volume to be infused (vtbi) of 1000ml. Channel c was programmed to deliver insulin (100u/100ml) at a rate of 7ml/hr with a vtbi of 80ml and the deliveries were started. At 1830, channel c alarmed for air-in-line. At that time, the lpn noted that the insulin bag was empty and that the settings of channel c had "flipped" to a rate of 80ml/hr and vtbi of 309ml. The pump displayed a total volume delivered of either 73ml or 74ml. The infusions were stopped and the pump was removed from clinical service. The pt was "alert and talking and did not exhibit any signs of hypoglycemia or being in distress." The md was notified and ordered capilary glucose levels to be drawn every 10 to 15 minutes. At 1900, the pt was given an unspecified rate using a replacement pump. The pt's h ospital stay was extended an additional day. There were no reported adverse pt sequelae.